Event description:
It was reported that the patient felt a vibration on the pocket area and presented in the emergency room . Upon interrogation, it was noted that the right atrial lead exhibited low impedance. The physician explanted and replaced the lead. There were no patient consequences reported.